Event description:
Additional information was received the patient reported her issue was resolved the day she called in. Pt stated she has no problems with her internal neurostimulator system.

Event description:
Coupling and/or communication issues were reported. Use of the antenna locate feature resulted in a power-on-reset (por) being displayed on the recharger, which then lead to the normal recharging screen. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Product ID 3777-60, serial # (B)(4), implanted: (B)(6) 2008, product type lead; product ID 37752, serial# (B)(4), product type recharger; product ID 37743, serial # (B)(4), product type programmer; product ID 3550-29, lot # n142740, implanted: (B)(6) 2008, product type accessory.